Event description:
It was further reported that the event date was indeed (B)(6) 2010.

Manufacturer narrative:
Lead: model 3391s-40, lot# v159340, implanted: (B)(6) 2009, explanted: (B)(6) 2011. Adaptor: model 3550-09, lot# n191962, implanted: (B)(6)/ 2009, explanted: (B)(6) 2011. Extension: model 7482a51, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011. Neurostimulator: model 7428, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011. Lead: model 3391s-40, lot# v159340, implanted: (B)(6) 2009, explanted: (B)(6) 2011. Adaptor: model 3550-09, lot# n191962, implanted: (B)(6) 2009, explanted: (B)(6) 2011. Extension: model 7482a51, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011.

Event description:
It was reported that on (B)(6) 2012, the patient experienced tremors, confusion, and sweating due to mild serotonin syndrome. The patient was given psychotropic medication and zomig was held. The patient resolved without sequela. At that time the patient also felt agitated, emotional pain, and felt as if her head was "crowded." The patient also had suicidal thoughts with no intent to act on them. On (B)(6) 2010, the patient reported increased agitation. The patient's seroquel dose was adjusted and the patient recovered without sequela. It was previously reported the patient experienced recurrent migraine headaches. On (B)(6) 2010, the patient reported several migraines over the last few days. The migraines were ongoing without change. The patient was taking imitrex, percocet, and zomig and the event was ongoing. On (B)(6) 2010, a possible open circuit was reported between electrode 1 and all other contacts with impedance measurements of >4000 ohms on the right side neurostimulation system. The specific system component involving high impedances was unknown. The event occurred on (B)(6) 2010. The neurostimulator was reprogrammed the same day and the patient recovered without sequela. On (B)(6) 2010, the patient "impulsively" ingested a "small" quantity of aleve (15 tabs) with a "passive death wish." The patient went to sleep with no medical sequela. The event was unplanned but it was noted that the patient had some suicidal intent. The patient experienced persistent forgetfulness, which included losing track in conversation and forgetting what she meant to say. Intermittent episodes of "confusion" were also noted. The patient was fully alert and oriented when seen by a health care professional. The patient was diagnosed with short term memory impairment and possible confusion. The patient stopped taking artane. On (B)(6) 2010 the patient still felt "confusion" but was better by about 60%. The patient was still sometimes losing track of conversations/tv and experiencing a little forgetfulness. The patient recovered without sequela. On (B)(6) 2010, 24 hours after the last visit, the patient experienced increased spending and was diagnosed with compulsive shopping. The patient was reprogrammed (B)(6) 2010 and recovered without sequela. On (B)(6) 2010, the patient experienced hyperphagia and food cravings. On (B)(6) 2010, the symptoms were diminished but some cravings were still present. On (B)(6) 2010, the patient was on topamax and titrating up. The patient had lost 2 pounds. On (B)(6) 2010, there was no change in hyperphagia. The patient had gained 6 pounds. The patient was reprogrammed (B)(6) 2010 and the event was ongoing. Additional information received reported the event date was (B)(6) 2010 not (B)(6) 2010 as previously indicated. It was unclear which event the updated event date applied to.

Event description:
Additional information received reported that the event date was actually (B)(6) 2010 and there was re-programming done on this date.

Event description:
Additional information received reported that the etiology had changed from concomitant medication (seroquel) to pre-existing condition. The patient outcome as of (B)(6) 2011 was reported as recovered without sequelae. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported, the event date was (B)(6) 2010.